Manufacturer narrative:
(B)(4). Date of initial report: (B)(4) 2011. The incident device has been rec'd and is under evaluation. When the device evaluation is complete, a f/u report will be submitted.

Event description:
The customer reported that as the laparoscopic procedure commenced, a wire on the instrument was exposed. The instrument was functioning but use was discontinued because of the wire. Another instrument was opened. There was no pt injury. After it was returned for evaluation, a visual inspection found both jaw wires are bare.